Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 10, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised due to failed total hip arthroplasty. Revision notes stated that there was significant green-gray fluid within the joint. The joint lining was also stained green and gray. It was also stated that there was significant amount of metal build-up and trunnionosis in the femoral head. It was reported in the medical records , elevated metal ions, however, there were no laboratory values provided. Added stem and sleeve to the complaint. This complaint was updated on jul 11, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.